Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced peritonitis. On the same day the patient was admitted to the hospital for the peritonitis. However, the treatment information was not reported. The patient recovered from the peritonitis and was discharged from the hospital, seven days later. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13e22040 and h13d24015. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).